Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia while using the ilet, with low glucose episodes occurring approximately every other night and the lowest reported value of 58 mg/dl; the device issued low and urgent low alerts, and the user self-treated with oral glucose tablets. Symptoms included hypoglycemia without loss of consciousness. Outcomes included no need for medical intervention, no assistance from others, and no hospitalization. Investigation included review of available device data and user interview focused on meal announcement and recent intake. Investigation of this case revealed no device malfunction and suggested potential dosing mismatch related to meal announcement and variability in carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.